Event description:
It was reported during a procedure on an unknown date, while using ria 2 for a tibia bone harvest, a reamer tip size 10mm became disengaged from the drive shaft while in the canal. The four prongs from the reamer tip connection snapped and were retained in the patient. The tip was able to come out with the 2.5mm ball tip guide wire. Procedure was completed successfully. Patient outcome is unknown. This report is for a 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date of event is an unknown date in 2022. Additional procode: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: (B)(4). Release to warehouse date: august 16, 2021. Expiration date: june 30, 2031. Part: 03.404.016s, 10mm reamer head for ria 2-sterile. Lot: 317p262 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 03.404m016, ria ii reamer head 10.0mm. Lot: 96p9097. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from (B)(4) was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) was reviewed and determined to be conforming. Heat treat results certified. Certificate of analysis supplied to (B)(4) was reviewed and determined to be conforming. Raw material certification supplied to banner medical from universal specialty steel was reviewed and determined to be conforming. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photo revealed that the 10.0mm reamer head for ria 2 sterile had all of the prongs broken. X-ray evidence provided shows a fragment of the device near the bone and nail. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 10.0mm reamer head for ria 2 sterile. Due to the trend with the broken ria 2 reamer heads identified during post-market surveillance, relevant actions have been taken to address the issue. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.